Manufacturer narrative:
The monopolar cautery instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument main tube had scratch marks. The distal end of the instrument's main tube insulation was damaged; gouged on one side and had a .145 x .19 piece missing roughly 3.876 above the snake wrist. No other damage was found.

Event description:
It was reported that the monopolar cautery instrument was found on the shelf with frayed coating on the shaft. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.